Manufacturer narrative:
Calibration alarms were observed on the customer's calibration data from (B)(6)-2021. Calibration was repeated successfully with no alarms. Qc results were low. Multiple sample short alarms were observed on the alarm trace data from around the time of the event. The customer stated the field service engineer (fse) had been at the customer site on(B)(6) 2021 and the analyzer is now performing as expected. The specific details of the service visit were not provided. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Unique identifier (UDI): (B)(4).

Event description:
The initial reporter questioned high results for 16 patient samples tested for tina-quant hemoglobin a1c gen.3 (a1c-3) on a cobas 6000 c (501) module. The questionable results for all 16 patient samples were reported outside of the laboratory and were corrected upon completion of repeat testing. The following are examples of discrepant results for 3 patient samples. Patient 1 initial result was 10.2%. The repeat was 6.2%. Patient 2 ID (B)(6) initial result was 14.3%. The repeat was 5.0%. Patient 3 ID (B)(6) initial result was 12.5%. The repeat was 5.2% the a1c-3 reagent lot number was 48885001 with an expiration date of 31-jan-2022.